Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication livanova learned that customer biomedical engineer tested the unit and could not reproduce the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2013 and no other similar event has been reported, neither concerning trend has been identified. Taking into account that the malfunction could not be reproduced and no error code was provided, it cannot be ruled out that the most likely root cause of complained event was a temporary/intermittent internal electrical failure as a false contact or bad connections which was definitively fixed by service technician throughout the equipment check. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed two error codes when trying to warm during set up. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.